Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ crease/folding of implant: crease flat observed on the device. ¿ rupture: no observed rupture on the device. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "any creases". Device has been explanted.

Event description:
MRI confirmed rupture. "Any creases 2" was observed during surgery. The device has been replaced.